Manufacturer narrative:
Device evaluated by MFR: a break was present in the micro catheter at 128cm proximal to the tip. The shaft was kinked at various locations along its length. It is noted that the break and the kinks that were evident along the shaft are all consistent with excessive force having been applied to the shaft. An examination to the lancet tip found no issues. Using a calibrated snap gauge the outer diameter was measured to be within specification. A kink was visible in the shaft at 24.2cm distal to the strain relief. This kink is consistent with excessive force having been applied to the shaft. Further visual and tactile examinations of the shaft identified a puncture hole. The hole was located at 46.6cm distal to the strain relief. This type of damage to the shaft is consistent with the micro catheter puncturing out through the wall of the balloon catheter. A microscopic examination of the balloon identified no tears or holes in the balloon material. An attempt to pass a 0035inch guide wire through the lumen of the catheter met with a restriction at the site of the kink and at the site of the puncture hole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon ruptured occurred. The lesion being treated was located in the distal superior femoral artery. After crossing the target lesion with a truepath device, an offroad re-entry system was used in the subintimal. The offroad started getting blood back into the non-bsc indeflator. It was then noted that the offroad balloon had ruptured. The balloon and device were successfully removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine

Event description:
It was reported that a balloon ruptured occurred. The lesion being treated was located in the distal superior femoral artery. After crossing the target lesion with a truepath device, an offload re-entry system was used in the subintimal. The offroad started getting blood back into the non-bsc indeflator. It was then noted that the offroad balloon had ruptured. The balloon and device were successfully removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).